Event description:
The patient reportedly developed infection an a retraction pocket with a cholesteatoma. Myringotomy tubes were placed. Surgery will be scheduled to remove the cholesteatoma and the internal device. Advanced bionics is in the process of gathering more information.